Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v913912, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the patient's programmer displayed the 'call your doctor' icon and a por (power on reset) condition. The manufacturer representative was able to interrogate the device without issue, impedances were normal and no code was given for the por. The por was successfully cleared and the patient felt stimulation.

Manufacturer narrative:
(B)(4).